Event description:
It was reported that the patient had issues with her left shoulder that had not been discussed prior to the implant, and she could not reach around to access the device with patient programmer. Patient status at time of this report was noted as alive with no injury/no adverse event. Patient would be scheduled for pocket revision, possibly on 2013 (B)(6), five days after the report. Five days later, it was reported that there was a successful pocket revision and the patient had obtained good coverage of painful areas.

Manufacturer narrative:
Product ID 3487a-45 lot# v915090, implanted: 2013 (B)(6), product type lead product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger product ID 3708220 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 3487a-45 lot# v940172, implanted: 2013 (B)(6), product type lead product ID 3777-45 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead